Manufacturer narrative:
The patient is (B)(6). An event regarding the subsidence of an unknown femoral component was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that there was a knee revision due to subsidence of femoral stem of kinemax components.

Event description:
It was reported that there was a knee revision due to subsidence of femoral stem of kinemax components.